Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-02648. It was reported that the stent thrombosis occurred and patient died. Vascular access was obtained via the femoral artery. The 90% stenosed with a >45 degree bend target lesion was located in the moderately tortuous and moderately calcified proximal to distal left anterior descending artery(lad). A 3.50 x 20 mm and 2.75 x 28 mm promus element¿ plus stent were implanted. However, patient's blood pressure dropped and patient's angiography revealed severe stent thrombosis in the proximal lad. The physician tried to implant another stent and after some time, the patient expired.